Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed using the mobile c-arm with a delay of less than 20 minutes. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform geometry movements. The review of system log files showed frontal longitudinal position slip error. Upon troubleshooting, the fse found that the frontal stand automated motion controller (amc) drive lost power. To resolve the issue, the fse replaced amc drive and performed functional tests, after which the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.